Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient ¿did not wash hands well¿. On the day of the event onset, the patient manifested abdominal pain and cloudy effluent related to peritonitis. Three days later the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient was switched to hemodialysis therapy. At the time of this report, the patient remains hospitalized and the recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.